Event description:
It was reported that a company representative was asked to come and read the pump because 'the pump was not working.' The pump was noted to be about a year from eri and 'appeared to be functioning normally.' The logs were to be sent for further troubleshooting. The patient was noted to have had symptoms of withdrawal and was 'kind of out of it.' The patient was in the hospital ICU. The medications used within the system were morphine and bupivacaine. No anomalies were noted in the pump logs.

Manufacturer narrative:
Concomitant products: product ID 8832, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).